Event description:
"The matt's heat seals in the middle of the mattress gave way and the matt ballooned up so big and round that the pt just about tipped off the bed. The pt was saved by a strong nurse who is now limping around. The serial number of the matt is (B)(4)."

Manufacturer narrative:
The hm34dc mini hovermatt was returned to hovertech on 05/23/2012. An investigation was performed. When tested it was noted that the 4 of the 6 stringers were no longer connecting the top of the matt to the bottom. The internal structure of the mattress had failed causing uneven and exaggerated inflation of the product. The hovermatt was discolored and the air inlets were tacky. These conditions are normally attributed to over processing of the mattress, i.e. Being laundered at too high a temperature. After talking to (B)(6) at the facility, she stated that the hovermatt is never machine laundered. It is usually wiped clean using percept in between cases. If extremely soiled the mattress is hand washed and hung to dry. The hovermatt was never sent to laundry. Hovertech international quality records were reviewed to assure that this was not a trended defect or the apparent result of a design deficiency. There are no recorded like failures for this model number product.